Event description:
Received notice of litigation. Pleading alleges patient underwent laparoscopic lysis of adhesions and that the surgeon "elected to perform the procedure laparoscopically even though he was aware that patient had previously undergone a hysterectomy and a partial colectomy, and two other abdominal surgeries." The surgeon is not identified in the pleading which further alleges "during this procedure anonymous md use the harmonic scalpel which anonymous md claims was defective." Complaint further alleges that surgeon's failure to convert to an open procedure "caused two enterotomies or holes" in patient's bowel. Pleading states that as a result patient experienced bilious drainage and was reoperated where another enterotomy was discovered near the first two and five inches of small intestine and eighteen inches of ileum were resected and anastomosed the small bowel to the cecum. Pleading further states patient underwent three additional surgeries for anastomotic leaks.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.